Manufacturer narrative:
(B)(4). The device was not returned to physio-control. The third-party service agent performed an initial evaluation of the customer's device and verified the reported event. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A third-party service agent contacted physio-control to report that their customer's device had illuminated its service led. Upon initial evaluation it was observed that the device had a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform. There was no patient use associated with the reported event.

Manufacturer narrative:
Section d10 returned to manufacturer on, of supplemental 001 medwatch report indicates: blank. Section d10 returned to manufacturer on, of supplemental 001 medwatch report should indicate: 03/29/2019.

Event description:
A third-party service agent contacted physio-control to report that their customer's device had illuminated its service led. Upon initial evaluation it was observed that the device had a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform. There was no patient use associated with the reported event.

Event description:
A third-party service agent contacted physio-control to report that their customer's device had illuminated its service led. Upon initial evaluation it was observed that the device had a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform. There was no patient use associated with the reported event.

Manufacturer narrative:
The third-party service agent replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was subsequently returned to the customer for use. Physio-control further evaluated the replaced therapy pcb assembly and the cause of the reported issue was determined to be due to an electrically shorted diode, designator cr30, between legs 5 and 9. This resulted in the device displaying the "abnormal energy delivered" message, the negative portion of the defibrillation waveform to be missing, and a service code to be logged.